Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 02/12/2024 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint lens reveal that it was cut into three pieces and coated in viscoelastic residue. The lens was cleaned and no issues that could cause or contribute to the complaint issue were observed. Conclusion: the complaint issue explant and sub-optimal results were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction.. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review, section b3 date of event was inadvertently populated with date after the explant date. Hence a correction report is being submitted to remove date of event as it is unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section: a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation.. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted in a secondary procedure and replaced with a same model lens with +19.5 se 1.5 cyl power. The lens was explanted as the patient was unhappy with the visual out come. The onset of visual out come were observed during the post-op examination. There was no patient injury. There was no medical/surgical intervention required. No other information is available.